Event description:
Healthcare professional reported no complaint against the right side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "lump in implant" that is "between the size of a quarter and nickel". Patient stated the "lump" was confirmed via ultrasound. Patient later reported "soreness, tenderness, lump, capsular contracture, baker grade unknown". This record is for the right. The device remains implanted.